Event description:
Boston scientific received information that that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited a sudden rise in pacing impedance measurements from 400 to 1,200 ohms and noise on the shock channel. Subsequently, a lead fracture was suspected but was not confirmed with fluoroscopy. The lead to device header connections were confirmed secure and the lead also tested normal on a pacing system analyzer (psa). Furthermore, a local field representative reported that the lead was surgically abandoned as a precautionary measure in case fracture did develop. The device was also electively replaced and a new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal.